Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box revealed that multiple load steps were completed sequentially on (B)(6) 2013. The pump was powered on and the display screen was found to be discolored. The rewind, and load steps were performed and the pump failed to detect the cartridge during the load cartridge step emitting a ¿no cartridge detected¿ warning. A force sensor calibration test was performed and the force sensor was found to be out of calibration. The pump was opened and contamination was found in the force sensor assembly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was discolored, the force sensor was out of calibration, and contamination was found in the force sensor assembly. This report is made based on the results of evaluation.